Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found the battery had reduced capacity due to over-discharge. Analysis of the lead, lot # v432346015, found the lead body had been cut through and the product was segmented. Analysis of the lead, lot # v430844014, found the lead body had been cut through and the product was segmented.

Event description:
It was reported that stimulation had not been working for ¿a while.¿ it was not known if that meant it was not effective for pain relief or that it was not proving adequate coverage of pain area. It was unknown if there were any patient symptoms or complications associated with the event. It was noted that the healthcare professional (hcp) wanted to do imaging. The patient refused reprogramming or to meet with the manufacturing representative. It was noted that an explant was planned for 2013-11-07. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
Additional information received reported that the patient refused reprogramming and troubleshooting and it was unknown if the implantable neurostimulator (ins) was depleted or just not covering the correct pain area. The ins was explanted. It was noted that the ins was probably just explanted because the surgeon wanted to do an MRI. It was unknown how the patient was doing or if they were receiving effective therapy.